Manufacturer narrative:
Findings: pump passed the self-test and a21 error test. No a17 alarm or a21 alarm noted. No damage found on c13/ib. Pump had a47 alarm in alarm history screen due to corrupted history file. Pump received with minor scratched display window. (B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm a17, a21, a47 and basal. Customer's blood glucose was 209 mg/dl. The customer was advised that the device would be replaced as per the error table instructions. The customer was advised that since there were 6 occurrences of this alarm and she hadn't had the device a full wee, the device would need to be replaced.